Event description:
On (B)(6) 2010, physician reported pt was admitted to hospital on (B)(6) 2010 with metabolic ketoacidosis. Pt received an occlusion (e4) error when he tried to bolus prior to hospitalization. Physician reported pt was stable at the time of report and on an insulin drip. Pt was admitted to hospital with blood glucose of over 60 mmol/l (1,080 mg/dl). Physician attempted to prime infusion device without a cartridge or infusion set in place. Infusion device displayed occlusion (e4) error during empty prime. It was unk how long accessories were in use prior to event. Infusion device, infusion set, adapter, and cartridge were replaced and requested for eval. Additional follow-up was attempted. Mother reported pt no longer was at that address. Mother reported she will give number to pt, but she does not know when he will call back. No additional info was available.